Event description:
It was reported that during a tooth extraction, the bur guard melted onto the nosecone of the handpiece. The patient received a second degree burn to the lower lip which was treated with a topical ointment. The procedure was completed with another handpiece and there is no indication at this time that the patient will require any further treatment.

Manufacturer narrative:
The handpiece and bur guard were received at the manufacturer for investigation. A quality investigation is expected and a follow up report will be submitted upon completion.